Event description:
Reporter alleged the customer obtained the results of hi (greater than 600 mg/dl) at 7:38 pm and 237 mg/dl at 7:39 pm back to back within 10 minutes on the aviva system. Reporter stated that the customer took 7 units of apidra based on the 237 mg/dl result. Reportedly, he had finished hemodialysis just an hour prior to obtaining the results. Reporter also alleged the customer obtained the results of hi at 9:31 pm, 480 mg/dl at 9:32 pm, 319 mg/dl at 9:32 pm and 186 mg/dl at 9:33 pm back to back within 10 minutes on the same aviva system. Reporter stated that she gave the customer 5 units of apidra based on the 186 mg/dl. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that pt underwent knee procedure on (B)(6) 2008. Pt was revised on (B)(6) 2010 due to soft tissue laxity. No further complications have been reported.